Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced capped due to an oversensing anomaly. No additional information was available.